Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at about 6 a.m. To 7 a.m. Due to diabetic ketoacidosis. The customer had been confused and called 911. The customer's blood glucose level at the time of the incident was 500 mg/dl. They were vomiting, confused, and felt hot. They treated the high blood glucose with the insulin pump. At the hospital, they were given insulin drip and potassium. The hospital told her that the infusion set was not okay. They did not know if the infusion set's cannula was bent. Their current blood glucose level was 175 mg/dl. The device will not be returned for analysis.